Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced an issue where the pump feature was unavailable due to the pump being suspended. The customer reported no adverse event. The event involved product model unk_ngp. Troubleshooting was performed, and the customer explained the possible causes of the insulin flow blocked alarm, guiding the customer through disconnecting and reconnecting the tubing connector to the reservoir, and manually pushing insulin through the tubing with a plunger, which successfully exited the tubing. The alarm occurred during priming, and the customer was advised to rewind the pump, reinsert the reservoir, and run fill tubing, which successfully resulted in insulin exiting the tubing. The pump was determined to be working as designed, and the alarm was attributed to a possible set/reservoir connection issue. The customer was advised to continue the set change with the current set, monitor the product, and call back as needed. No harm requiring medical intervention was reported. No product return is required for unk_ngp.